Event description:
The (B)(4) was opened for use. When the implant was opened, the locking screw was absent. Another implant was opened and the screw from that one was used. 2 x implants were opened only one was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.